Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lead s", educational brief/physician communication (december2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-21 (rep, hcp): a manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that during a procedure, the hcp, broke the lead wire by force when pulling too hard through the introducer. The lead was partially removed, and a new lead was implanted. There were no other patient symptoms reported. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.